Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated magnesium result on an alinity c processing module, serial number (B)(6). Through an extensive investigation, the fsr found the reagent nozzle, #2 and #3 (rohs), part number 7-205229-02, was clogged/blocked, and the part was cleaned, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely elevated magnesium result for a 57-year-old male patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 0.66-1.07 mmol/l): sample ID (B)(6) initial result, on (B)(6) 2025, was 3.04, repeat result was 0.92, repeat result, on a different analyzer, was 0.91 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium result for a 57-year-old male patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 0.66-1.07 mmol/l): sample ID (B)(6), initial result, on (B)(6) 2025, was 3.04, repeat result was 0.92, repeat result, on a different analyzer, was 0.91 mmol/l. There was no impact to patient management reported.